Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was inspected by the nurse and no issues were noted. The nurse handed the device to the physician. During the procedure, when the physician was trying to cannulate the papilla, blue paint flecks were noted on the papilla; the blue tip was missing paint. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the device was inspected by the nurse and no issues were noted. The nurse handed the device to the physician. During the procedure, when the physician was trying to cannulate the papilla, blue paint flecks were noted on the papilla; the blue tip was missing paint. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the wide blue paint band at the distal tip was peeling. During manufacturing, tome devices are 100% inspected so the peeling paint is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. (B)(4) for the reported event of blue paint flaked off from the tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.